Event description:
Boston scientific received information that this device system was explanted, due to patient infection.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted, due to patient infection.